Event description:
(B)(4). The devices were filled with cefazolin (aft) 6000mg in 240ml sodium chloride 0.9%. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: this event occurred each day, (B)(6) 2022. Initial reporter postal code:(B)(6). The lot was manufactured march 23, 2022 to march 30, 2022. One (1) device was received for evaluation. The remaining devices were not received; therefore a device analysis could not be completed for those samples. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.